Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device was oversensing and reprogramming did not resolve the issue. The physician expressed dissatisfaction with the device. The device remains in use. No patient complications have been reported as a result of this event.